Event description:
Same case as MFR# 2134265-2011-00158. Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, crossing difficulties occurred. Access was obtained through the radial artery. The 95% stenosed target lesion was located in the very tortuous and calcified left circumflex. The lesion was predilated with a 1.5x15mm non-bsc balloon. Next, a 2.5x28mm promus element stent delivery system (sds) was advanced but it could not cross the lesion. The device was exchanged for a 2.5x24 promus element sds which was advanced but did not cross the lesion. The procedure was completed without placing a stent and the patient was treated with medication. There were no reported patient complications and the patient's status is stable. However, analysis of the 2.5x24mm promus element sds revealed a shaft break. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device revealed a break in the inner hypotube 140mm distal to the catheter strain relief. The outer sheath was stretched. There were also kinks identified along the entire length of the hypotube shaft. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)